Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00118. It was reported that the burr became stuck on the rotawire. A 1.75 mm rotalink¿ plus and a rotawire were selected for use. During preparation, when the rotalink¿ plus was tested before it entered into the patient, both opticross¿ 18 imaging catheters displayed black on the screen. During the procedure, when dynaglide mode was activated, it was noted that the rotaburr became stuck on the rotawire. Consequently, the physician could not remove the burr and had to remove the burr and the rotawire all together. No patient complications were reported.